Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is being managed by programming and is considering possible explant surgery. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is believed to have experienced an in-situ failure. The recipient will not be explanted at this time. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a head trauma and loss of lock since that moment. The recipient's health was not compromised. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top and bottom covers and the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, the antenna was found detatched. The device passed the photographic imaging inspection. The device condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. External equipment was exchanged, however, the issue did not resolve.